Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, result too high on the axsym analyzer. The abbott customer technical advocate (cta) advised the customer to decontaminate lines 1, 3 and 4. After decontaminating the customer recalibrated and failed with error code 1111: m-cal 1 check too high, rubella g. The cta sent master calibrator to the customer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.